Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing presyncopal episodes due to bradycardia presented in the emergency room. Upon attempt to interrogate, telemetry could not be achieved with the device. An electrocardiogram revealed intermittent loss of capture. It was suspected that the device had reached premature elective replacement indicator. The patient was provided with temporary pacing support. The device was explanted and replaced on (B)(6) 2015.